Event description:
It was reported to philips that the device's battery required replacement. There was no patient involvement.

Event description:
It was reported to philips that the device's battery required replacement. The customer requested that a philips field service engineer (fse) investigate the device's battery required replacement. Upon good faith effort (gfe) to clarify why the part replacement was needed, it was confirmed only because it has exceeded the 3 years recommended by the preventative maintenance (pm). No problem on the device or battery. Based on the conclusion of the investigation and gfe, it was clarified that there was no malfunction associated with the battery, and that the part replacement was just a preventative maintenance action. Customer was made aware of the current backorder status of the part. The device remains at the customer site. There is no indication of a systemic problem. No further investigation or action is warranted.